Manufacturer narrative:
The field service engineer (fse) performed a site visit. The reported device was checked and the broken grey scope connector was replaced. The device was repaired. Safety check was performed, device was tested and passed all specifications. As stated on the IFU and as a preventive measure, the user manual states : the oer-pro requires routine maintenance and inspection. In addition to checks before use, the person in charge of maintenance and administration of the medical equipment at the hospital should periodically check all of the items described in the users manual. If any irregularity is observed, do not use the equipment. If the irregularity is still present, the equipment must be repaired prior to next use.

Event description:
The user facility reported that there was a problem with the device. There was a broken grey scope connector. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08660. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported connector breakage has been determined to be due accumulated stress/impact applied to the gray connector. Olympus will continue to monitor complaints for this device.